Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_cath, implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was later reported that the pump was implanted correctly, but moved in the pocket. The reporter had no further information to provide.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient needed a revision that was to occur on (B)(6) 2015. The reporter believed it was related to the pocket but had no further details. It was later clarified that the patient¿s pump was tilted and the catheter was coiled around in and in knots. The pump segment of the catheter was replaced and the pump was moved to the patient¿s thigh per the physician¿s decision due to excess adipose tissue in the abdomen. The catheter was aspirated through the catheter access port (cap) after the pump segment was replaced. The catheter was re-primed and the pump was started at 1.2 milligrams (mg) per day per the managing physician and surgeon. However, on (B)(6) 2015, the patient was being brought to the emergency room via ambulance as her family found the patient unresponsive. The patient¿s family reportedly gave the patient two percocet, anti-anxiety medications, other scheduled medications before bedtime and found the patient unresponsive in the morning. The emergency medical team gave the patient narcan before arrival to the emergency room. The patient was then responsive to verbal command with stable vital signs at the emergency room. The pump was turned to minimum rate per the physician at bedside. This device system delivered morphine. Additional information was requested to verify the cause of the event and the patient¿s current outcome. Should additional information be received a supplemental report will be filed.